Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements on the unknown right ventricular (rv) lead varied between 700 and 1700 ohms. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.